Event description:
A wiktor stent was implanted in the left anterior descending (lad) artery. During an attempt to implant a second wiktor stent proximal to the first stent, the physician observed the stent could not be deployed. A power injector device was used in an attempt to deploy the stent which resulted in a proximal shaft tear. The stent was retrieved with a snare. A third stent was successfully deployed proximal to the first stent. No pt complications were reported.

Manufacturer narrative:
Product investigation revealed a bond failure. The cause was determined to be due to lack of clarification of the testing and inspection process. Mfg instructions documentation have been clarified and all operators trained to the new inspection criteria.